Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions, initial reporter phone number: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) units display was flickering as well as a system failure error. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) units display was flickering as well as a system failure error. There was no patient involvement.

Manufacturer narrative:
It was reported during that the cs100 intra-aortic balloon pump display flickering and system failure error. Getinge field service engineer (fse) evaluated the unit display flickering and system failure error. Customer repaired machine in house and they are not willing to purchase parts and machine working ok unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The patient involvement is unknown. The equipment was cleared for customer use